Event description:
It was reported the parkinson¿s disease patient experienced ¿decubitus¿ with their right lead and that it ¿stuck out from the skin.¿ the patient had reportedly been in this condition for a year and a half prior to report and as a result ¿the extension was visible out of the skin, but the wound was already normal under the skin.¿ there were ¿no other symptoms¿ and no infection symptoms reported with the event however, as the patient was ¿receiving an effective stimulation¿ at the time of report. Impedance testing indicated the patient¿s impedance values were ¿ok.¿ the patient was administered prophylactic antibiotics and had their entire system explanted as a result of the event. After the explant, an ¿asymptomatic cerebral hematoma without neurological impairment¿ was observed in the patient and they were hospitalized as a result. ¿during the hospitalization he developed a severe pneumonia for which he was under treatment¿ as of six days following the explant. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3389, lot# unknown, implanted: (B)(6) 1998, explanted: (B)(6) 2014, product type: lead. (B)(4).